Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary arteries using lightning aspiration tubing (lightning) and a penumbra engine (engine). During the procedure, while setting up the lightning, the indicator light on the lightning unit initially turned solid green. However, after turning on the lightning switch to initiate aspiration, the indicator light on the lightning unit turned solid red. The physician turned off the engine, and then unplugged and re-plugged the lightning back into the engine to troubleshoot; however, the same issue occurred after multiple attempts. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same engine. There was no report of an adverse effect to the patient.